Event description:
A report was received with the following event description: "combi pad for lifepak 12 was unable to obtain patient's rhythm. Combipad was used with lifepak 12 in the field with the machine in AED mode and shock was not indicated. Patient was transported to the emergency room and lifepak 12 monitor only displayed artifact that appeared rectangles of various sizes. The patient was connectesd to a three laead which clearly showed v-tach on the monitor and patient was shocked using the combipads. The inability of the combipads to read the patients rhythm lead to greater than 10 minutes to initial shock when the patient could have been shocked in less than five minutes and his v-tach been recognized prior to transport. The patient was subsequently transferred to a local civilian facility (in seoul, korea) and the combipads were lost. The patient suffered severe anoxic brain injury and ultimately expired. This occurred at the army hospital (121st general hospital in seoul, korea)." A clinical review of the reported event by

Manufacturer narrative:
After several attempts to gather additional details, the customer has not provided any additional information regarding the reported event or any subsequently device evaluation results.